Event description:
Information was received from the physician reporting that she was aware of the sleep apnea report. She states the patient does have sleep apnea and believes the cause is vns. She stated the only intervention was lowering the output current of the generator. No additional relevant information has been received to date.

Event description:
The patient's mother reported that vns caused her daughter to have sleep apnea. Follow up has been made to the physician, but no additional relevant information has been received to date.